Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that the returned clamp had some wear with nicks and scratches but was otherwise fully functional. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned to the manufacturer for analysis. Device manufacturing date unavailable at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported the screws on the spine clamp were worn out leaving the instrument defective. This issue was noted outside of a procedure, and there was no patient involvement.